Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized with diabetic ketoacidosis symptoms and hyperglcyemia. The blood glucose value of the event was 600 mg/dl. The event involved product(s) mmt-332a, mmt-242a, mmt-1884. The incident occurred while the customer was not wearing a sensor and unable to get sensor readings. Symptoms included severe shortness of breath, vomiting, nausea, confusion, and feeling unwell. The customer was admitted to the ICU and treated with IV insulin drip and fluids. Troubleshooting was performed and the insulin pump was in use prior to hospitalization. The customer declined further troubleshooting. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Mmt-332a, mmt-242a, mmt-1884 were not expected to return.